Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a tingling sensation throughout the body. The patient was at a cardiologist's office for blood pressure issues and was connected to a holter monitor, during which the tingling sensation occurred. The device was taped to the patient's chest. The doctor removed the monitor and advised the patient to contact the device manufacturer. The patient also contacted the holter monitor manufacturer, who indicated no contraindications were noted. The patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.